Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pace impedances. Since implant in (B)(6) 2026, measurements had increased from 1,100 ohms to the 1900 ohms range, and rv unipolar impedances were nearly as high. The patient presented to the emergency room (ER) due to dizziness, and it was noted that the patient had similar symptoms prior to implant. Sensing was good and thresholds were in the 0.4-0.5v range. Rythmiq was on and the patient had a number of events over the past month. Technical services (ts) discussed troubleshooting options and programming optimization considerations. Additional information received reported that the change in impedance was attributed to post-procedure non-compliance; the patient had returned to work sooner than recommended. This rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported, and the patient was not pacer dependent.